Manufacturer narrative:
The customer's complaint that the smartsite sets coming apart could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a set came apart during an infusion. There was no patient harm.